Manufacturer narrative:
Investigation results did not find a bent/kinked soft cannula. The device generated an 0x6a hazard alarm indicating occlusion during runtime (threshold exceeded, not at end of bolus). Download data shows that timeouts towards the end of pod operation. The batteries and sma wires were measured to be within specification. The cause of the 0x6a alarm could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 425 mg/dl while wearing the pod between 49 and 71 hours. When the pod was removed from the infusion site (arm), the pod's cannula was found bent.